Event description:
Per written report, "pulled injection port from IV tubing--2 samples but verbal reports of '1 or '2 additional occurrences of injection ports dislodging from IV set." No pt compromise reported.